Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. X-rays of the device header revealed that the plasma fuse was damaged, with a visible gap in the continuity. This is consistent with damage incurred when the device output is shorted during high voltage shock delivery. No further testing was performed.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, during the defibrillation threshold (dft) testing, a 17 joule shock was delivered and a fault code was observed, which indicated a low shock impedance measurement. A capacitor reformation was performed, however, the device did not fully charge and the patient was externally defibrillated. The device was explanted and replaced and the right ventricular (rv) lead was capped and replaced. No further complications were observed.

Event description:
The device was returned for reliability analysis.